Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe drops of insulin exit the end of the tubing during filling. The customer disconnected the tubing from the luer lock, but was still unable to observe drops. Then, it was reported that the customer's fill estimate was inaccurate. Reportedly, the cartridge was filled with 300 units of insulin and the insulin gauge was decreasing faster than expected. The customer reloaded the cartridge and received a minimum fill message. The customer's blood glucose level was 600 mg/dl, and was addressed by administering a manual injection. Reportedly, the customer loaded a new cartridge and infusion set onto the pump and observed insulin dripping out of the end of the tubing. Insulin delivery was resumed.